Event description:
During a feeding tube placement, the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull. It was reported [that] to insert peg, the doctor pierced the abdomen with a needle sheath. However, the needle sheath did not go in well. When they checked after removal, the white shell surrounding the needle was bumpy. They had to use a new peg set. After that, the operation went well. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The report indicated the "doctor pierced the abdomen with a needle sheath". The peg tube should be placed through an incision as the IFU indicates "using the enclosed scalpel, make a 1 cm long incision through the skin, subcutaneous tissue." The needle and sheath are to be placed through the incision, not used to create the opening for tube placement. The IFU says "insert the needle and cannula unit through the skin incision and into the stomach." Incorrect use of the needle is the most likely cause of this report. In addition, the IFU warns, "visually inspect with particular attention to kinks, bends, and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the doctor pierced the abdomen with a needle sheath, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.